Manufacturer narrative:
This MDR is created as an additional follow-up. According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse and ultimately surgical revision in (B)(6) 2016, urinary incontinence, physical deformity, and the loss of the ability to perform sexually. Restorelle was implanted on (B)(6) 2015 and revised on (B)(6) 2016. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, additional information received on 4/22/2021. On (B)(6) 2015 , small piece of mesh extruding through the anterior vaginal wall. Mesh was resected in office. On (B)(6) 2016 - mesh erosion, mesh infection, pelvic pain and dyspareunia. Transvaginal removal of mesh (restorelle m) at apex of vagina, vaginal vault suspension to sacral mesh, vaginal enterocele repair, cystotomy repair, removal of intrapelvic portion of suburethral sling, cystoscopy.